Event description:
It was reported a patient presented in clinic after receiving a patient notifier due to non-sustained lead noise. Incorrect non-sustained lead noise diagnosis due to mismatch between the far field and the near field channels was observed. Reprogramming was recommended. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.